Event description:
Surgery for bell's palsy. Reportedly, the surgeon activated a monopolar electrical cautery, a bipolar forceps was activated at the same time. That caused a 2 cm burn injury. Superficial skin turned red and membrane peeled. The injury was treated properly.